Manufacturer narrative:
(B) (4). Device evaluated by manufacturer- device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (4). Same case as: 2134265-2010-02494. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced angina. The 90% stenosed target lesion located in the mid right coronary artery (rca) was 28mm long with a reference vessel diameter of 2.8mm. The target lesion was treated with predilation and placement of a 2.75x38mm taxus liberte stent. A dissection occurred and a 2.75x8mm taxus liberte bailout stent was placed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B) (6) 2010, the patient experienced angina pectoris. Coronary angiography revealed the left main coronary artery (lmca): free of significant obstruction, left anterior descending (lad): free of significant obstruction, left circumflex (lcx): 20% stenosis in the 1st obtuse marginal (om), the rca (target vessel): "extensively diseased with restenotic lesions throughout the previously stented segment; 90% distal stenosis 'just distal to the previously placed stent." The mid rca was treated with balloon angioplasty and the placement of 2.5x15mm and 2.5x23mm promus stents. Residual stenosis was 0%. A non-target lesion in the proximal rca was treated with balloon angioplasty. Post dilation was performed. Residual stenosis was 0%. Another non-target lesion in the distal rca was treated with balloon angioplasty, cutting balloon and placement of a 2.5x15mm promus stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later.